Event description:
Product was returned as implant failure at 2 months. Based on the report, patient has a medical history of seizures, oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was traditional 2 stage on tooth #14, the fixture was placed with primary closure, and bone augmentation material was used. Doctor indicated that the implant failed due to the patient's bone condition.